Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Safety disk over the cycle limits replaced, replaced tidal volume disk for the same reason, replaced compressor due to being over the hour limit, replaced filters at the same time. Full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that cardiosave intra-aortic balloon pump (iabp) failed to auto-fill. There was no patient involvement.